Event description:
It was reported that an overinfusion occurred during use of a patient control module (pcm). This occurred during patient infusion of 18ml fentanyl citrate, 2ml of droleptan, and 70ml saline. The customer stated that they were using a setup with a basal/bolus infusor. It was reported that the expected infusion time was 45 hours; however, the infusion completed in 20 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with an attached basal/bolus infusor. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the device, and the flow rate was found to be within specification. Further functional flow rate testing was then performed by attaching the device to the infusor, and the flow rate was found to be within specification. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13h025 was manufactured august 8, 2013 - august 14, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.